Event description:
It was reported bd vacutainer® eclipse¿ blood collection needle stuck a person. The following information was provided by the initial reporter: a person claims they were stuck by a bd vacuum needle that was discarded in a rental truck.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The customer's address is unknown. (B)(6) , USA has been used as a default. Date of event: unknown. The date received by manufacturer has been used for this field.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported bd vacutainer® eclipse¿ blood collection needle stuck a person. The following information was provided by the initial reporter: a person claims they were stuck by a bd vacuum needle that was discarded in a rental truck.